Event description:
Event description per report: anchor broke during surgery. Device removed and replaced.

Manufacturer narrative:
Review of manufacturing records and complaints showed no other events. No other info available from arthrocare. No product returned for eval. Axya to continue to monitor for trends.